Event description:
It was reported that while placing cranial leads with the excelsius gps the left side lead shifted superior at the ventricle. The surgeon stated that the lead ran along the superior edge of the hippocampus but decided to place the lead again. The egps was pushed back in after lmcs verified continued accuracy. The egps arm was aligned to the left trajectory and the process repeated. The o-arm was brought back in and the spin was performed and transferred. The lead was found to have hit the ventricle and shifted superior again but was inferior to the previous lead placement and was thus more on trajectory. The surgeon was satisfied with the placement and closing began.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Engineering evaluation showed the left sided lead in this procedure was placed superiorly from the intended plan. Investigation of the case revealed an accurate registration with correct ict detection and no merge shifts. The patient fixation pins also did not appear to move between scans, and the case logs did not indicate other potential patient movement. The user reported successful anatomical landmark checks after registration and throughout this case. Misplaced implants with accurate anatomical landmark checks can be symptomatic of skiving. Ultimately, the misplaced left sided lead in this case was revised intra-operatively and there were no reported adverse effects to the patient. This evaluation has been completed via associated case logs and there are no associated work order or part returns. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.